Manufacturer narrative:
No product has been returned a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the precision strips was reviewed and the DHR showed the precision strips passed all tests prior to release. As the strip lot associated with this case was past its expiry date of (B)(6) 2018 at the time of investigation, retain testing could not be performed. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. The manufacturer of the precision xceed meters, was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there were no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed for precision xceed meters and the reported complaint. No further track and trend review was required as there were no confirmed complaints. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that on (B)(6) 2017, he received an unspecified error on the display of the adc blood glucose meter. On august 9, at approximately 9:00am, customer awoke and experienced symptoms described as, "feeling sick", frequent urination, dizziness, and dry mouth, but was unable to test using his meter. Customer drank water and self-injected insulin (unspecified amount and type). At 2:00pm, customer called to have his friend drive him to a hospital and upon arriving at 3:00pm, a blood glucose reading of over 600 mg/dl was obtained on the hospital meter. Customer was diagnosed with hyperglycemia, treated with intravenous fluids and an injection of insulin, and given ativan (lorzepam). A subsequent reading of 250 mg/dl was obtained on the hospital meter, in addition to other readings the customer could not recall. Customer was discharged the same evening. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The meter serial number is unknown therefore, the device manufacturer date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2017, he received an unspecified error on the display of the adc blood glucose meter. On (B)(6), at approximately 9:00am, customer awoke and experienced symptoms described as, "feeling sick", frequent urination, dizziness, and dry mouth, but was unable to test using his meter. Customer drank water and self-injected insulin (unspecified amount and type). At 2:00pm, customer called to have his friend drive him to a hospital and upon arriving at 3:00pm, a blood glucose reading of over 600 mg/dl was obtained on the hospital meter. Customer was diagnosed with hyperglycemia, treated with intravenous fluids and an injection of insulin, and given ativan (lorzepam). A subsequent reading of 250 mg/dl was obtained on the hospital meter, in addition to other readings the customer could not recall. Customer was discharged the same evening. There was no report of death or permanent impairment associated with this event.